Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that balloon leak occurred. The 20% stenosed target lesion was located in a mildly calcified and mildly tortuous right coronary artery. A 3.00 x 38 mm promus premier select stent balloon expandable was selected for percutaneous coronary intervention (pci) procedure. During procedure, it was not possible to inflate the balloon and there might be hole. After the first inflation failed, an attempt was made to inflate outside of the patient, and hole was noticed at the middle of the stent where the liquid was leaking, while trying to inflate the balloon. Procedure was completed using an alternate device and no patient complications was reported.